Event description:
The customer reported that the system presents a faulty speaker. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the speaker was faulty, and the sound could not be turned on. The fse stated during the system restart self-test the system was invalid, and the speaker was damaged. The philips field service engineer (fse) disassembled and re-inserted the horn connection line, tested the boot self-test, and the equipment horn returned to normal. The device was operational after repairs were completed and the device was returned to the customer. Reporting institution (B)(6) hospital reporting address state (B)(6).